Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a no delivery alarm. The customer's blood glucose level was 130 mg/dl, however it had been up to 600 mg/dl. The customer stated the alarm was resolved by a complete set change and did not want to return the set or reservoir back for analysis. The customer was advised to call back if problems persisted and nothing was returned.